Manufacturer narrative:
The contact¿s phone number was not provided. The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The manufacturing location was unknown. The lot number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from chile that during an unspecified surgical procedure, it was discovered that the air pen drive device ¿motor¿ failed in the deployment of the force in the patient's bone. The reporter stated that the device lost power and was expelled. It was further clarified that the air pen drive device lost power and the reciprocating saw attachment device became jammed, releasing the saw blade device. There was a sixty minute delay to the surgical procedure. A spare air pen drive device was used to complete the surgery. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The reporter indicated that the status of the patient was in good condition. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up, it was clarified that there was no allegation of malfunction against the saw blade device. Therefore, it was determined that this event could not have caused or contributed to a serious injury and/ or death. Reporting for this event is therefore completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate